Event description:
It was reported that review of the log files revealed evidence which suggested that the pump was connected to another system controller on 25nov2023 after being disconnected from system controller (B)(6). Then, the pump was later reconnected to the (B)(6). Related manufacturer report numbers: 2916596-2023-08517 and 2916596-2023-08477.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via review of the submitted log files that were downloaded from (B)(6). The controller event log file and the pump event log file both contained information spanning approximately 8 days (22nov2023 to 30nov2023 per timestamp). Evaluation of the controller log file revealed that the driveline was disconnected and reconnected from (B)(6) twice on 25nov2023; however, the pump event log file captured three pump resets on this date. The first pump reset occurred at 17:55:08, which is consistent with the driveline disconnection/reconnection seen in the controller log file. The second pump reset event occurred with the default timestamp of 2000-00-01, and following the reset, the pump rolled on with the timestamp of 17:56:01. Given that the driveline was not connected to (B)(6) at this time, it appeared that the driveline was connected to another controller. The third pump reset then occurred at the timestamp of 18:07:56, which is consistent with the driveline being reconnected to (B)(6). Multiple attempts were made to obtain additional details regarding the reason for the exchange and details of the other controller that was in use, but no response was received. No products were returned for evaluation, and the root cause of the equipment exchange could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the heartmate 3 system controller was not provided. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.